Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia to 224 mg/dl after a usual meal while using the ilet; the meal announcement was confirmed in history, supplies had been changed earlier in the day, line patency was confirmed with visible drops, and the user was advised to change the infusion site due to possible absorption issues such as scar tissue or muscle. Symptoms included no reported clinical symptoms. Outcomes included successful correction after the user later replaced the infusion set and moved the insertion site, with blood glucose returning to range and no need for external assistance or medical intervention. Investigation included customer care troubleshooting and education regarding site rotation, assessment of potential infusion site absorption issues, and follow-up to confirm resolution. Investigation of this case revealed no device alarms, no visible hardware abnormalities at the set or site, and a probable issue related to infusion site absorption rather than device function. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.